Event description:
It was reported that pump alarmed "no disposable pump won't run". A few air bubbles were noted. Patient was not affected. Pump settings: res vol 69.9ml, rate:1.7ml/hr. No further information available.